Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 270 units of insulin during the load sequence with multiple cartridges. Additionally, it was reported that the cartridge was leaking from the canister. A new cartridge was loaded to resolve the issues. Customer¿s blood glucose level was 324mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.